Event description:
It was reported that the patient presented for ventricular tachycardia (vt) ablation procedure. During the procedure the implantable cardioverter defibrillator (ICD) exhibited noise and diagnosis anomaly. No intervention was performed. The patient was in stable condition.